Manufacturer narrative:
Product event summary: the device was returned and analyzed; no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the emergency department (ed) "feeling poorly" with fever, chills and reported nausea. Patient was found to have mild hypotension. It was determined the patient developed bacteremia and septicemia. A transesoph ageal-echocardiography (tee) revealed there were large vegetations located within the right atrium in the context of bacteremia and representing device infection. Blood tests revealed the organism was coagulase-negative staphylococci the primary diagnosis was established as gram positive cocci bacteremia. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.